Manufacturer narrative:
Device was manufactured in 2007. Siemens has initiated a technical investigation of the issue to identify the root cause. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to siemens that the gantry drive belt of the somatom emotion 16 system was broken during a patient scan. The torn belt crashed through the cover of the CT scanner scan window and hit the patient's legs. There was no reported patient injury; however, in a worst-case scenario, patient injury cannot be excluded if the event were to reoccur. The reported event occurred in the (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Unfortunately, the root cause could not be determined. During the hardware investigation of the broken belt the root cause could not be determined. The belt shows abnormalities in several places and a large number of these are present in the area of the fracture. The different types of damage found can have various causes. Based on this, the reason for the belt breakage could not be clearly determined. Tensile strength was tested and met the specification. A decrease in mechanical strength or a change in elongation at the break could not be detected. Two weeks after replacement of the belt and the idle axle, the system was checked and no wear/abrasion was found on the new idle axle and belt. No further actions are to be taken as there is no negative awareness regarding the quality and performance of the affected component and no general design issue was identified.